Event description:
The complainant reported an over-delivery. It was reported that 90 ml was placed in the feeding bag at a set rate/dose of 75 ml/hr. The feeding was completed within 45 mins (alarm rang), volume fed displayed 59 ml and all of the feed had been delivered. On (B) (6) 2010, received clarification that the volume fed displayed 59 ml; however, 90 ml of feed had been delivered.

Manufacturer narrative:
(B) (4).(B) (4)